Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a glucose scan of lo (less than 40 mg/dl) using the adc device compared to the built-in meter blood glucose test of 254 mg/dl, which plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. As a result, on (B)(6) 2022, the customer was provided an unknown dosage of rapid insulin by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a glucose scan of lo (less than 40 mg/dl) using the adc device compared to the built-in meter blood glucose test of 254 mg/dl, which plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. As a result, on 14 aug 2022, the customer was provided an unknown dosage of rapid insulin by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.